Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced abdominal pain and cloudy effluent coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient was hospitalized for the event. Treatment information was not reported. It was unknown if the patient recovered from the events. Should additional relevant information become available, a follow-up report will be submitted.